Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while supporting a patient in ICU, a message appeared on the intra-aortic balloon pump (iabp) "maintenance may be required" .the console was swapped out without issue and was to be sent to bio-med to await evaluation. No adverse event was reported.

Manufacturer narrative:
Corrected field:catalog#. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered the unit had an expired safety disk and tidal disk. In addition, the unit did not pass drive pressure performance which required a new compressor to be installed. After replacing the scroll compressor, safety disk and tidal disk the unit passed all functional test. A complete pm and calibration was performed. The unit was returned to the customer for clinical use.

Event description:
The customer reported that while supporting a patient in ICU, a message appeared on the intra-aortic balloon pump (iabp) "maintenance may be required" .the console was swapped out without issue and was to be sent to bio-med to await evaluation. No adverse event was reported.

Manufacturer narrative:
The removed scroll compressor was returned to the manufacturer site for further evaluation. A technician at the maquet/getinge national repair center (nrc) inspected the scroll compressor and there was no visual damage observed. The nrc installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc verified the failure. The compressor failed testing. The compressor will be retained by the nrc per procedure.

Event description:
The customer reported that while supporting a patient in ICU, a message appeared on the intra-aortic balloon pump (iabp) "maintenance may be required" .the console was swapped out without issue and was to be sent to (B)(4) to await evaluation. No adverse event was reported.